Manufacturer narrative:
Technician found that all four brake casters would swivel when in brake position due to faulty brakes. Replaced all four brake casters to resolve this issue. Bed located in pacu.

Event description:
Complaint alleged that the casters would swivel when in brake position. No injury reported.